Event description:
This is an adverse event recorded on a case report form (crf) as part of the (B)(4) pt registry. The pt was prospectively enrolled with 5 cm high grade dysplasia. Two months after a focal ablation was performed, a mild stricture was observed but not treated as the pt was asymptomatic. At the next 2 month f/u, the stricture continued and the pt remained asymptomatic. The pt was scheduled for an endoscopic mucosal resection (emr) the following month, however, when attempting to resect, the emr cap was unable to cross the stricture, which at this point was described as "moderate" by the physician, and therefore, dilation was performed. Per the physician, the severity of the event was mild, the relationship of the event to the device procedure was possible and there was no device malfunction. At the pt's latest f/u, there was no longer evidence of a stricture.

Manufacturer narrative:
The site did not return any device; therefore, no eval was performed. If any additional info is obtained pertinent to this event, a f/u report will be submitted. (B)(4).